Event description:
It was reported by the customer that the handpiece was leaking a black substance during cleaning. The handpiece was not being used in a procedure when the observation was made. The customer reported no patient contact. There were no reports of any adverse patient event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. The technician noted the handpiece was nonfunctional when received. The handpiece has been repaired and returned to the customer.